Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of atrial tachyarrhythmias (at/af) via electrogram (egm). Technical services (ts) assessed the tracing and confirmed that p waves are indeed undersensed. The device is already programmed to the most sensitive atrial gain control setting, therefore no further programming adjustments are recommended. The undersensing has resulted in the inability of this crt-d to mode switch appropriately, impacting patient management. It was also noted that the undersensing produced pacing. However, the device is functioning in normal bradycardia ddi mode, but the undersensing issue remains unresolved, limiting therapeutic response to atrial arrhythmias. Currently, this product remains in service and no adverse patient effects were reported.